Manufacturer narrative:
Analysis found that the customer complaint could not be confirmed. The device works normally. There were no deviations found. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient interface was not working properly. There was no patient impact.